Event description:
It was reported that the device entered backup mode with no defibrillation therapy after the patient received appropriate defibrillation therapy for ventricular arrhythmia. Abbott technical support alleged the backup mode was due to normal battery depletion as a result of the appropriate therapy. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.